Event description:
It was reported that following a trial procedure, the patient experienced new onset throbbing pain in the hand that continued. The physician prescribed steroid to the patient which help a bit to relieve the pain.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: 7181540.